Manufacturer narrative:
(B)(4). The instructions for use (IFU) does not indicate that this product should be used in a trocar.

Event description:
During the initial procedure on (B)(6) 2011, an atricure isolator synergy access clamp (emt1) was used. The emt1 has a glidepath accessory made out of a clear elastimeric material (pellethane) and a red thermoplastic elastimer (santoprene) that connects to the distal jaw to facilitate the guidance of surgical instruments through soft tissue during general surgical procedures. When the physician pulled the glidepath through a 5mm trocar the santoprene was cut in the middle of the glidepath. When the physician pulled on the glidepath a small piece of the red santoprene dislodged and landed in the patient. The small piece of elastimer was retrieved without issue or harm to the patient. A new emt1 and glidepath was opened and the procedure finished without further issue. There was no long term patient consequence.